Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a device evaluation. Updated fields, d4, d8, h2, h3, h6 and h11. The device was returned to olympus and the reported failure was confirmed. On visual inspection it was found that the operation pipe of the handle section was deformed and the insertion portion was severed near the handle section was confirmed by checking the actual device. Based on the similar investigation results a likely mechanism causing the reported events might be the following. The slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform. As a result, the loop could not be released from the main unit. The factors related to total frictional resistance were due to these factors scope angle. Meandering state of the scope tube. State of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. Even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic polypectomy procedure, under sedation, the loop of the single use ligating device could not be released. A the loop cutter was inserted along the endoscope and a cutting was completed (with a delay of less than 30 minutes). The procedure was completed with an olympus back-up device. No reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.